Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01916. D10: medical products: item#: unknown, unknown ulnar component; lot#: unknown. G2: foreign: south africa. H6: component codes: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial elbow arthroplasty on and unknown date. Subsequently, the patient underwent a two-stage revision surgery due to infection. The first stage of the revision was performed six months ago. All implants were explanted, and antibiotics spacers were implanted. The second stage of the revision took place three months ago. The antibiotic spacers were explanted, and new implants were implanted into the patient's elbow.